Event description:
It was reported to boston scientific corporation in 2006 that an extractor rx retrieval balloon was used in preparation of an endoscopic retrograde cholangiopancreatography procedure (patient gender, age, and weight unknown). According to the complainant, during testing it was discovered that "the balloon had a hole in it and would not inflate." The procedure was completed with another extractor rx retrieval balloon. There was no patient involvement. The patient's condition at the completion of the procedure was reported as "stable."

Manufacturer narrative:
Conclusion - cause of failure unknown. On visual examination, it was confirmed that the product had burst on the distal side of balloon. A device history record review was performed and no anomalies were found. A search of the complaint database revealed no additional complaints reported for the same lot. The cause of the reported complaint is undetermined.